Manufacturer narrative:
The hvad pump ((B)(4)) was not returned to manufacturer for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. Review of the controller log files revealed a vad stopped event followed by inadequate flow alarms that correlate with the reported event. The root cause of the event is that the patient damaged his driveline by inadvertently catching it on a doorknob; the tensile force experienced by the driveline caused the connector pins to become recessed from the contact block. The cause of the inadequate flow rate cannot be conclusively determined; however there are patient factors that may have contributed to the event. Based on review of the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Patient manual ifu00200 revision 07 provides an instruction and also a caution note: do not pull, twist or kink the driveline or power cables, especially while sitting, getting out of bed, adjusting controller or power sources, or when using the shower bag. It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture. (B)(4). Lvad pump - (B)(4)/ 1103 - expiration date: 06/30/2012 - device manufacture date: 06/01/2011. FDA codes: pump (B)(4).

Event description:
Approximately twenty-one months after the implantation, the patient reported that he had caught his driveline on a doorknob. At this point, his controller began alarming with a continuous low flow alarm. He went to the hospital to get assistance with a controller exchange but the alarm continued. Upon arrival in the emergency room, the site reported that the controller had no readings on the display and they determined that the pump was not working. Vital signs included a heart rate of 72 mmhg and a blood pressure of 101/47 mmhg with a mean arterial pressure of 84 mmhg. They performed a controller exchange but this did not resolve the alarms or re-start the pump. The patient was admitted to hospital and started on a dobutamine infusion to maintain his blood pressure and on anticoagulants. A field engineer arrived later that afternoon and was able to successfully repair the driveline and re-start the pump. The patient was kept in the hospital over the new few days for observation and was discharged home three days after his admission.